Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners, cracked display window, and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted. However, a cracked end cap was noted.

Event description:
The customer's father reported via telephone call that the insulin pump was damaged and that the drive support cap was sticking out. He did not recall the blood glucose reading. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.